Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1:(B)(6).

Event description:
The customer reported flickering image during inspection for use involving an olympus xenon light source. There was no patient involvement reported.